Event description:
A customer reported an issue with low blood glucose levels, experiencing levels between 30-40 mg/dl. The customer consumed carbohydrates to address the low blood glucose levels. Technical support assisted the customer in updating their target blood glucose and biq/ciq settings, advising them to consult with their healthcare provider whenever settings are updated. The customer understood and acknowledged the guidance provided.